Manufacturer narrative:
Pt did not return suspect product(s), thus eval could not be performed.

Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011 at 6:00am. Pt did not yet eat and received a reading over 500mg/dl. She went to the hospital. Reported symptoms were of hunger and dizziness. Upon arrival at the ER, the pt received a reading in the 400's and was administered insulin and steroid(s). Pt was at the hospital for about 2 hours and then left against doctor's orders. Meter was reported as having been dropped, but pt said she did not notice a change. Prodigy sent replacements along with a prepaid envelope for return of suspect products.